Event description:
Revision surgery was reported due wear of the insert; the initial implantation took place in 2008.

Manufacturer narrative:
(B)(4). The associated devices were returned and evaluated. The following analysis was provided by our research department: the purpose of this investigation was to examine the returned devices visually and microscopically. In addition, linear penetration of the liner was estimated using silicone mold replication. No destructive analysis was performed. Metal transfer was observed on the femoral head and found to consist of compositional elements of ti6al4v using sem/edax. This transfer was likely created by contact between the head and the acetabular shell during in-vivo use or implantation/extraction. Discoloration due to absorption of biological fluid was observed on the backside of the liner. Raised areas corresponding to the screw holes of the shell were observed on the backside of the liner indicating some creep occurred. Damage/deformation was observed on the face of the liner, possibly due to contact with a surgical instrument during revision surgery. Burnishing was observed on the articular surface of the liner. Total linear penetration was estimated to be 2.7 mm using silicone mold replication. Based on the implantation time (approximately 6 to 7 years) and estimated total linear penetration, the penetration rate was between 0.4 and 0.5 mm/year. Cases involving similar linear amounts of penetration have been reported in the literature for non-irradiated, uhmwpe liners. Additionally, a review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated.